Event description:
It was reported that the control-iq algorithm suspended basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the customer was unable to provide a cgm blood glucose (bg) reading and meter bg reading at the time of the event. As a result of the basal suspension, customer's blood glucose (bg) level rose to 600 mg/dl, with ketones (size of ketones was not provided). Customer was admitted into the hospital and was treated with intravenous fluids of saline and insulin. Customer was released from the hospital the same day, 11/22/2025 with the issue resolved and no permanent damage. Reportedly, the customer took medications that were known to effect cgm values. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.